Event description:
In 2008, the pt reported that she had been woken up 3 times during the night due to occlusion (e4) errors. She stated she changed the infusion tubing 2 times prior to the report. To troubleshoot she was instructed to disconnect from her infusion site and to perform a prime. She received an e4. She was instructed to remove the infusion tubing and she was able to prime through the adapter without error. The infusion tubing had been in use for a few hours. She stated that it was time for her to change her adapter. She attached a new adapter and infusion tubing and was able to prime without error. Her blood glucose was elevated to 247 mg/dl and she bolused through the infusion device. Her normal blood glucose level is 150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.